Event description:
It was reported that the patient was no longer able to hear after a sudden loud sound. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.